Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unidentified implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. The health care professional (hcp) reprogrammed the remote monitoring system's alert notifications. No further information has provided. This product remains in-service.